Event description:
It was reported that the ilet generated persistent restart 32 and 57 alerts indicating a delivery motor communication issue and a software runtime error; the user restarted the device without resolution and a replacement device was arranged. Symptoms included no reported adverse clinical effects. Outcomes included interruption of insulin delivery requiring transition to backup therapy. Investigation included remote verification of the alert, review of device logs, and assessment of user-reported actions. Investigation of this case revealed a suspected device malfunction involving the delivery motor communication pathway and software execution that persisted after restart, consistent with prior similar reports. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction of uncertain root cause pending further analysis. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.